Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report pairing failed with g5 mobile app and g5 transmitter on (B)(6) 2016. Patient has not attempted to pair the transmitter with the receiver. No additional event or patient information is available.